Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced an infected hair follicle near the implant site. The recipient was given antibiotics for 10 days.